Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material and a hole in the pebax. The magnetic and force features were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The blood found inside the pebax area may have contributed to the force and magnetic issue reported. The root cause of the hole in the pebax could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31191914l number, and no internal action was found during the review. The issue reported by the customer was confirmed. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro¿ catheter for which the biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that they were getting extreme high force readings when they came on ablation. The cable was replaced without resolution. The catheter was replaced, and the issue resolved. When the catheter was removed from the body, it was observed that there was blood stuck inside the tip of the catheter. The force issue, as well as the foreign material (blood stuck inside the tip of the catheter) were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 19-mar-2024, there was a reddish material and a hole in the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 19-mar-2024.